Manufacturer narrative:
Exact date unknown, event occurred the day the device was explanted.

Event description:
It was reported that the patient developed an infection at the pocket site. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.